Manufacturer narrative:
This report is submitted on march 15, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to poor sound quality.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 07, 2024.